Event description:
On (B)(6) 2012, customer reports via phone that during a pt urology procedure, the display monitors failed. Physician used the control room monitor to complete procedure. No harm to pt as a result of this event. Customer could not provide pt or procedural info.

Manufacturer narrative:
Field service engineer (fse) troubleshot report of no image on the table monitors per hut service manual and found no dc output on the monitor's power supply. Fse replaced the 12 vdc monitor's power supply and verified proper operation per hut dr service manuals and completed service checklist qssrwi4.1. Unit passed checkout procedures and was returned to full service.